Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient felt dizzy. The patient uses tandem t slim in modified closed loop and "receiver' and mobile both showed cgm 325 mg/dl while bg was 600 mg/dl. She presented to the emergency department (ed). When she arrived at the hospital the physician gave her "fluids like the normal insulin syringe shots like 10 units." She stayed in the hospital overnight and her current condition during the call was okay. Values described during the call were accurate. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was provided for investigation; an external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. A probable cause could not be determined. The customer's complaint was confirmed due to wearable failed testing. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).